Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g6 sensor and transmitter failed to pair with ilet despite multiple attempts to re-enter the transmitter serial number and pairing code, app toggling between g6 and g7, and subsequent replacement of both the sensor and transmitter; after replacement, the sensor began warming up. Symptoms included tiredness and headache associated with hyperglycemia up to 277 mg/dl for approximately three hours. Outcomes included no medical intervention, no ketone testing, and no assistance required. Investigation included troubleshooting guidance, re-pairing attempts, and component replacement with confirmation of sensor warm-up. Investigation of this case revealed a pairing failure attributed to the dexcom g6 transmitter-sensor connection, with the responsible device not conclusively identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication or pairing malfunction.